Event description:
Consumer had a pen needle broke off in abdomen on (B)(6) 2012. Consumer had ultrasound and x-ray at the hospital. Needle was located on ultra sound and x-ray, but not found upon removal attempt. Customer suspects pen needle lot is either 8183249 or 8107570. Customer could not specify which lot number was involved in the incident.

Manufacturer narrative:
No product return is anticipated. Compliant history check yielded one other complaint for similar condition for the lot # 8183249. Date is for lot # 8107570. There were no other complaints for similar condition for lot # 8107570. Device history review was conducted for lot # 8183249 and no anomalies noted. DHR review for lot # 8107570 is being conducted. Quality will continue to monitor on monthly trend reports.